Event description:
The patient was injected along the lower and midface regions as well as the brow region. The pt allegedly developed redness and itching of the areas, and a sterile abscess. The abscess was drained, and a culture was performed. The pt was treated with clindamycin, minocycline, k-10, and hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The use of the device outside of labeling indications is considered as unapproved use. The batch record, including sterility testing records was reviewed, and did not reveal any issues with the alleged product lot.